Manufacturer narrative:
(B)(4). Concomitant devices: persona cemented narrow posterior stabilized femoral component size 7 catalog #: 42500006202 lot #: 65139649, persona constrained posterior stabilized articular surface right 14mm catalog #: 42522600714 lot #: 64945522, persona tapered cemented stem extension 14mm diameter +30mm length catalog #: 42557000114 lot #: 65264429, persona cemented all poly patella 32mm catalog #: 42540000032 lot #: 65134405. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2022-00156 and 3007963827-2022-00157. Investigation incomplete.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address deep, (B)(6) infection approximately one (1) month post-operatively. Attempts have been made, however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. During the investigation process, a review of the sterile certifications were found to be conforming with no applicable deviations. The devices were verified to have gone through acceptable sterilization guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as hospital/surgical environment, provider-related risk factors, and/or patient comorbidities/risk factors. As there were no indications of a product or process issue affecting implant safety or effectiveness, the implanted products were not identified to contribute to the reported infection. Zimmer biomet has determined that this event is no longer reportable based on the aforementioned statements. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.